Event description:
Marpac received a call from rep at cardinal health (distributor) stating that marpac's 304 et tape adhesions failed with a customer of theirs. Marpac had several discussions with medical center's director of radiology and cardio pulmonary and learned that medical center had recently switched to the marpac product and that the tape stuck well to the et tube and to the patient's skin upon application. Over time, moisture came in contact with the tape and the tape loosening from the patient's skin. As a result of the tape coming loose from the patient's skin, two patients coughed or gagged and extubated themselves. This required medical intervention to reintubate the two patients. As this is a disposable product, the products from the complaint were not returned to marpac. Marpac did request and received unused product (for evaluation) from the abilene regional medical center.

Manufacturer narrative:
Although the et tube is not labeled for single use, parts are removed and discarded and the tape is ripped during application, so reuse is extremely unlikely.